Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Banerjee et al 2015 (zilver ptx) ¿ ¿femoropopliteal artery stent thrombosis report from the excellence in peripheral artery disease registry¿. Index procedures resulting in femoropopliteal st were compared with stent procedures without subsequent st in the excellence in peripheral artery disease registry. The study data had a total of 724 cases of stent procedures and 604 unique patients. Stent thrombosis: st occurred in 3 of 68 zilver ptx drug-coated stent cases (4.4%). Patient 1 required balloon angioplasty and dcs, patient 2 required surgical intervention and patient 3 required thrombectomy, balloon angioplasty.

Event description:
Final MDR being submitted due to completion of the investigation on 16-may-2022.

Manufacturer narrative:
Device evaluation: the zisv6 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should also be noted that stent thrombosis is listed as a known potential adverse event within the IFU. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing/underlying conditions. From the literature article it is known that patient pre-existing conditions included hypertension, hyperlipidaemia, smoking, coronary artery disease (cad),myocardial infractions and rutherford classifications between 2 and 4. Summary: complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.